Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the left ventricular lead would not advance through the sheath. Another attempt was made by using the silicone oil, when peeling the sheath the lead moved and the capture thresholds increased. The lead was not used.